Manufacturer narrative:
UDI(di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted due to perforation, capture anomaly, low lead impedance, and a sensing anomaly.